Manufacturer narrative:
(B)(4). The iol has not yet been received for analysis. Lens met all manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of all multifocal lens implants.

Event description:
It was reported the surgeon removed the patient's multifocal intraocular lens 17 months after implant due to the patient's intolerance of the multifocality, a known and labeled possible side effect of all multifocal lens implants.